Manufacturer narrative:
(B) (4)

Event description:
Procedure type: laparoscopic nephrectomy. According to the rptr: during the procedure half of the gray seal of outer cylinder disengaged and fell into the pt cavity. The piece could be retrieved. Used another device. No bleeding. No tissue damaged. Not extended more than 30 mins. No pt injury was reported. No pt info available.